Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Samples received: there are no samples/pictures available. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. According to the information received, 1 pouch of the code-batch: g0712264-617436 (supramid black 3/0, 45cm hs21) is inside of the box labeled with the code-batch: g0712086-618023 (supramid black 4/0 45 ds12). The other 11 pouches correspond of the code-batch g0712086-618023 that match with the box label. Without samples or pictures of the labeling a proper analysis cannot be performed. However, both products were packed close in time at the moment of preparing the shipment in the warehouse. We assume that the clean line was not correctly performed and 1 unit of the code-batch g0712264-617436 was placed in the box of the code-batch g0712086-618023 by mistake. Taking into account that no other customer complaints have been received concerning this issue for this reference-batch, it has been determined that if the mix-up was the one informed by the customer (no samples or pictures were received) we assume an isolated box, but cannot be assured. Final conclusion: it is concluded that the complaint is confirmed.

Event description:
The customer reported receiving a box of 12 suture containing 11 packs of the same lot# g0712086, supramid black ds-12 4-0 45cm, lot: 618023 and 1 pack of a different lot number g0712264, supramid black hs-21 3-0 45cm, lot: 617436. No patient involvement occurred prior to use.